Event description:
It was reported that the patient received forty-three inappropriate shocks. It was also reported that the right ventricular (rv) lead had oversensing and high impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.